Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic coil/spring foreign bodies identified in the endomyometrium') and device expulsion ('two metallic coil/spring foreign bodies identified in the endomyometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation ("displaced essure implant") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation, device expulsion, embedded device and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: bilateral inserts seen and no free spill noted. Iud present. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('two metallic coil/spring foreign bodies identified in the endomyometrium') and device expulsion ('two metallic coil/spring foreign bodies identified in the endomyometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device dislocation ("displaced essure implant") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, device dislocation and uterine haemorrhage outcome was unknown. The reporter considered device dislocation, device expulsion, embedded device and uterine haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral inserts seen and no free spill noted. Iud present. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.